Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer loaded the cartridge with approximately 85 units of insulin. Customer reported a blood glucose level of approximately 600 mg/dl, which was addressed with a correction bolus and manual injections. During the time of the call, the customer had a new cartridge successfully loaded onto the pump and received an accurate fill estimate.